Event description:
During endoscopic retrograde cholangiopancreatography (ercp), a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. The coating of the wire guide peeled away. No section of the device detached inside the pt. A new cook acrobat wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 9.8 cm of the coating at the distal end, beginning around 21 cm from the tip, was stripped on the wire. A second portion, 1.8 cm of stripped coating was observed beginning just beyond 26 cm from the tip. The peeled coating was returned with the wire guide. The peeled coating around the 26 cm mark did not exhibit spiraling, while the cut at the 21 cm mark did exhibit spiraling at the point where the coating separated. As a result of the condition of the returned wire guide it cannot be determined if any coating has detached. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.